Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The target lesion was located at a bifurcation of the severely tortuous and heavily calcified left main/circumflex arteries. The lesion was predilated with a 3.0x15mm balloon, without difficulty. A 3.5x15mm cutting balloon was also used without difficulty. The taxus express2 3.5x24mm drug eluting stent was advanced to the target lesion and deployed at 16 atms. The physician deployed the stent without difficulty, however when the physician attempted to remove the balloon from the stent, he experienced severe withdrawal resistance. The balloon was stuck to the stent. The delivery system and guide wire were removed from the pt with force and the stent remained in position. No pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed.